Manufacturer narrative:
The information provided related to date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized on (B)(6) 2019 due to hyperglycemia. So, event date has been changed to (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 330 mg/dl at the time of hospitalization and 400 mg/dl at the time of incident and 300 to 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip for high blood glucose at hospital. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. Customer stated they went to hospital for kidney transplant. The customer stated that the cannula was bent. The device will be not returned for analysis.